Manufacturer narrative:
Correction: addditional assessment of the event determined that the required intervention to prevent permanent impairament/damage should not have been checked in the initial submitted reg. Report.

Event description:
Follow up information received from the manufacturer¿s representative reported that they were present for the initial implant of the ins and had seen the patient for 2 reprogramming sessions but was unaware of any lead migration. The last time the representative saw the patient was in (B)(6) 2015. It was noted that another representative was the primary contact for the patient but was no longer with the manufacturer. The representative had no further information regarding the event issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that they spoke to the patient last week and the patient asked for reprogramming and to optimize therapy. No other complaints were disclosed. The representative was going to meet with the patient this friday ((B)(6) 2017).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. Manufacturer representative reported the patient met with a representative on (B)(6) 2015 to reprogram. A lead migration was noted however no images or notes on how it was confirmed was reported. Patient was getting good stimulation on their left side but needed it on their right side (on (B)(6) 2015). The cause and troubleshooting was unknown and the patient was successfully reprogrammed on (B)(6) 2017 and was getting stimulation on both sides equally.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that in (B)(6) 2015 one of the percutaneous leads got pulled out of place and they were not getting proper relief and had pain on their left side. They stated a manufacturer representative had performed reprogramming, which allowed the patient to get some relief again. It was also reported the patient was fully disabled and had a history of fibromyalgia and osteoarthritis that began prior to the implant of their device.